Event description:
Due to the length of time that has passed since the occurrence of this event the exact date of the event may be off by a week or two. At the moment of the event, I was wearing prescription colored contact lenses by coopervision. They were in the color jade green and from their line called expressions. I had been a contact lenses/glasses wearer since the age of (B)(6). I have tried numerous brands of soft disposable contact lenses over the years both clear and colored and had never had a reaction such as the ones I was wearing at the time of the event. Months prior to the event I noticed a green discharge from corner of both eyes which I presumed was an infection. There would also be redness around the iris of my eyes whenever I wore those particular lenses. I went to an optometrist who told me I did not have an active eye infection, but I might have had just had bad allergies. From time to time I would wear my contacts longer than the 8 hours recommended usage, but not on a consistent basis and I would not sleep with them on either. I was told not to wear the lenses for a few weeks and try an allergy eye drop. I discontinued use of the contacts and due to the fact I had no medical insurance at the time, I didn't fill the prescription for the allergy drops, but took over the counter allergy medicine instead. After a few days, the redness cleared. The green discharge had stopped as well. I continued to not use contacts for another week and a half to two weeks. When that time frame passed, I went back to contacts only they were acuvue 2 in the color honey. I had no problems with those lenses. Fast forward to about three weeks before the date of the event. It was time for me to change my lenses again, so I decided to try a set of the expressions in the jade green color. I wore the lenses fine for no longer than 6 hours, then the redness would return. No green discharge just yet. Thinking that I just was suffering from dry eye, I would alternate between the contacts and glasses daily. The redness always disappeared not long after the lenses were removed. About a week before the date of the event, the green discharge started to return. It wasn't as much as before, so I assumed that the allergy medicine I was taking wasn't as effective as it once had been. On the date of the event, I had put on the expressions contact lenses because I had a date with my then boyfriend at the time. I had gone to the hair salon in the day and returned home feeling an uncomfortable sensation with the contacts. They were glued right to both my eyeballs and even though I was able to remove them with a good quantity of contact solution, I still ended up ripping both of my corneas and haven't been the same since. I have suffered from corneal scarring due to this event and have been unable to work due to this. I have extreme dry eyes, decreased vision, eye redness, and extreme photophobia. I've seen numerous physicians over the past five years and only one doctor has come up with the theory that the dye in the contact lenses might have leaked out and caused my tear glands to malfunction. Her name is dr (B)(6) and she is a cornea specialist in (B)(6) out of (B)(6). If I am not mistaken, that office should have the contact lenses I was wearing at the time of the event. She had wanted to send them for testing, but due to a bill that I had with that office, I had to discontinue my help with dr (B)(6). Diagnosis or reason for use: vision correction and aesthetic purposes.